Manufacturer narrative:
The device is available for investigation- it has not been received. The investigation is pending.

Event description:
The event involved a tego¿ connector where it was reported that the rubber ring around the hard part of the cap breaks when spun on the tubes or syringes sometimes and the rubber seal comes loose, and pieces break off. They stopped using these temporarily until action is taken and safety is guaranteed. Several different batches and lot numbers of the same product have been identified as defective and broken. There was patient involvement and no patient harm.